Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, automatic mode switch (ams) was observed on the ra lead. The rv lead and ra leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. After removing the ring electrode conductor cables from the ring electrode cables lumen to examine the condition of the cables etfe coating, both ring electrode conductor cables etfe coating were found to be abraded consistent with abrasions between cable to cable located at the distal region of the lead. The cause of the reported event was isolated to the abraded ring electrode conductor cables etfe coating exposing the ring electrode cables.